Manufacturer narrative:
(B)(4). Batch #: unk. Date of event is unknown. Attempts are being made to obtain the following information and the device. To date no response has been provided. If the device or further details are received at a later date, a supplemental medwatch will be sent: is the current patient status known? Was there any patient consequence or change in the post-operative care of the patient as a result of the event? (Extended hospital stay, readmission, re-operation, etc.) Please provide the status of the device as it has not been received for analysis. If the device has been shipped, please provide the shipment tracking details. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during an unknown procedure, on the 3rd staple line, closest to the blade, the staples did not form properly. It is unknown how the procedure was completed. Patient consequence was not reported.